Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that missing af electrogram (egm) was observed despite data showing a 4-minute episode. Further review of the session record showed undersensing and 1% of remaining storage available for the egm. The patient presented to the clinic and programming changes were made. The patient was stable and will continue to be followed in-clinic.